Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 50, code p, taper 18/20, catalog no# 0100181500 ; lot no# 2266792, cls spotorno, stem, 145, uncemented, 7.0, taper 12/14; catalog no#: 290009070 ; lot#: 2266792, therapy date : (B)(6) 2015. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to dislocation and incorrect sizing of head socket (mismatch socket).

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Review of event description: it was reported that the patient was implanted in right hip on oct 22, 2005 with durom cup (ref:01.00214.056, lot:2270084) and metasul large head (ref:01.00181.500, lot:2282604 ). The patient was revised on jan 20, 2015 due to dislocation/subluxation and head/socket mismatch ¿ socket. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant other than njr database entry were received. Njr entry has no information for the taper adapter. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: the compatibility check was performed . The head and socket combination is approved by zimmerbiomet. However, as the adapter information is unknown, a full compatibility cannot be ensured. Inspection plan : characteristic no. 8 feature inner sphere diameter (innenkugeldurchmesser) with scope of testing: 100%. Means of inspection: 3d measuring machine (3d messmaschine). Characteristic no. 8 feature ball diameter (kugeldurchmesser) with scope of testing: 100%. Means of inspection: 3d measuring machine (3d messmaschine). Conclusion summary : it was reported that the patient was revised due to dislocation/subluxation and head/socket mismatch - socket. However, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received to confirm the event. The review of quality records and inspection plan shows that the relevant measurements were inspected with scope of 100% and all specified characteristics (material, dimensions, surface, etc.) Of the implant have met the specifications. Therefore, it is highly unlikely the dimension between head and cup is mismatched. However, the taper adapter information is unknown, so the taper/head mismatch is possible. This could lead to unstable implants connection and increased wear which could results in unstable joint, change of implant orientation and change of soft tissue tension over time which favor the dislocation and subluxation. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.